Manufacturer narrative:
Of the 22 allegations of a malfunction, 59 pumps were returned to animas and investigated. Of the investigated pumps, 10 were found to be malfunctioning due to damaged cartridge compartments. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 22</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-70 years of age and between 51 and 265 pounds. Of the reported patients, 11 were male, 11 were female, and 0 were unknown.